Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was successfully replaced due to loss of capture (loc). Technical services (ts) was contacted as the caller consulted for the correct port on the cardiac resynchronization therapy defibrillator (crt-d) system. Ts noted loc on stored atrial tachy response (atr) episodes. No additional adverse patient effects were reported outside the revision procedure.